Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited microdislodgement a couple days after implant. No adverse patient symptoms were reported.